Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Pump (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. The reported event could not be confirmed via log analysis since log files covering the reported event date were not available for evaluation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported elevated pump parameters can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event include the patient's subtherapeutic inr. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported by the vad coordinator that this patient was admitted from home with complaints of pump flows greater than ten liters per minute (lpm) and pump power greater eight watts; accompanied by intermittent "high watt" alarms. The patient also reported dark, tea-colored urine that developed that morning. Upon admission, international normalized ratio (inr) was subtherapeutic at 1.6 and labs were indicative of hemolysis. Per the site, the patient had been compliant with anticoagulation therapy and it was rare for her to be subtherapeutic. The patient was initiated on an intravenous (IV) heparin drip with goal activated prothrombin time (aptt) of 60-80. She was subsequently taken to the catheterization lab for swan ganz placement and catheter-directed tissue plasminogen activator (tpa) administration via the pulmonary artery (pa) port. The patient was bolused 10 milligram (mg) of tpa and then started on a continuous infusion for 48 hours. Within 24 hours of tpa administration, the patient's labs and vad parameters began to normalize. Lactate dehydrogenase (ldh) levels returned to a baseline of 400-500 and vad parameters returned to baseline as well. The patient was restarted on oral anticoagulant therapy and discharged home on (B)(6) 2016 once inr was therapeutic. Her anticoagulation regimen was adjusted slightly to include aspirin 325 mg daily and warfarin with a new inr goal of 2.5-3.0. To date, the patient was reported to doing well with no further signs or symptoms of pump thrombus. Her ldh continued to downtrend to 350-400 u/l.